Event description:
It was reported that after positioning of the implantable pacing lead (ipl) high impedance was noted. The ipl was re-positioned with high impedance, and undersensing encountered. Again, the ipl was re-positioned and high impedance was encountered. On the third attempt to re-position the ipl no capture was observed. The ipl tip was then retracted and extended with high impedance noted again. The ipl was removed from the patient's anatomy. Upon examination of the ipl a small amount of the patient's tissue was found jammed at the tip. However, the tissue did not interfere with the extraction and retraction of the ipl tip. Since the lead appeared not to be stretched out, a possibility of air block was considered but no supporting information was found. Physician determined that due to number of times the ipl tip was extracted and retracted another lead would be used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).